Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaw of the device was unable to open and could not be used normally. A new device was used to complete the procedure. There was no patient injury.